Event description:
The complaint is reported as: "loose cover on the light which blocked the view of the airway. The light was not connecting to the fiber optic." The incident occurred during sue on a patient; however, there was no injury or consequences to the patient.

Manufacturer narrative:
The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with investigation results.